Manufacturer narrative:
Device was received with pump error 38 alarm during rewinding due to jammed motor gearbox.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the insulin pump. Customer also reports infusion set had leak underneath the adhesive on the site. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.